Manufacturer narrative:
Tw ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. E1 event site name due to character limitations (B)(6).

Event description:
The hospital reported that during a coronary artery bypass procedure, the hsk-3038 could not be loaded correctly. The thread spool cannot be compressed as described in the operating instructions and does not remain in the prescribed position. A replacement device was used to complete the procedure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4,,d-9,g-3, g-6, h-2, h-3,h-6, h-11,h-12 corrected section unique identifier (UDI) # d-4 : from " (B)(4) " the device was returned to the factory for evaluation on 09/17/2024. An investigation was conducted on 10/03/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The seal and tension spring assembly was observed in the delivery device with the seal in a rolled state. The seal and tension spring assembly was removed from the delivery device with no visual or physical difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was not confirmed. The lot # 3000400694 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.